Manufacturer narrative:
Clinical investigation: three sets of medical records information were received from the user facility. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Based on a review of this information it appears that on (B)(6) 2016, this (B)(6) male end stage renal disease (esrd) patient, on in-center hd therapy being carried out thrice weekly via a left upper extremity arteriovenous fistula, presented for his regularly scheduled hd treatment. The pre-treatment evaluation stated that the patient was ¿alert, stable, positive thrill, pt denies any nausea/vomiting/dizzy, bleeding, falls, chest pain or shortness of breath" but had some "involuntary jerking all over.¿ the hd treatment was initiated at 10:56 am, at 11:53 am, the patient vital signs were reported as ¿soft but stable.¿ at 11:58 am, one hour and two minutes after initiation of the hd treatment the patient was found to be unresponsive by clinic staff. A sternal rub was applied with no response. No pulse was detected and the patient was apneic. However, the hd machine recorded a bp of 128/93 during this period of time. The patients blood was returned from the extracorporeal circuit, oxygen was applied via nasal cannula at 5 liters (l) per minute, and an automated external defibrillator (AED) was applied. At 12:00 pm, cardiopulmonary resuscitation (CPR) was recommended according to the AED and was initiated. After approximately two minutes of CPR, it was reported that the patient had a detectable pulse and was responsive to staff. The patient denied any symptoms such as light headedness, dizziness, chest pain, palpations, cough or shortness of breath, prior to the event. Ems arrived and assumed care and transported the patient to the hospital. Of note 900ml of fluid was administered and the total fluid removed was 745ml. At the emergency room (ER), the patient denied any headache, abdominal pain, fevers, shakes or chills. Patient oriented to person, place and time. Patient felt as though he had fallen asleep and did not recall the people doing CPR. The patient did not recall feeling presyncopal, and stated he went into a deep sleep and noted that his heart rate can go very low at night, the lowest he remembers from a holter monitor was 16 beats per minutes. Patient was admitted to the clinical decisions unit (cdu) with questionable syncope versus deep sleep versus post cardiac arrest for telemetry monitoring, which was uneventful and serial enzymes remained negative. Diagnosis was listed as questionable syncope/arrhythmia; likely paroxysmal arterial fibrillation. The patient reported to the user facility for his next routinely scheduled in-center hd treatment on (B)(6) 2016. Documentation states the patient arrived alert and oriented to person, place and time. Heart rate regular, crackles right lower lobe, 3+ pitting edema left lower extremity, 2+ pitting edema right lower extremity. Pt denied any pain. The patient successfully completed his scheduled hd therapy, tolerating treatment well. No allegation of malfunction has been made against any fresenius products. There is no documentation in the medical record supporting a causal relationship between any fresenius dialysis products and the event of the patient becoming nonresponsive and being hospitalized.

Event description:
Hemodialysis (hd) orders (B)(6) 2016: dialyzer: 180nre optiflux, dialysate composition: potassium 2, calcium 2.5, magnesium 1, dextrose 100, sodium 137 meq/l, bicarbonate 33 meq/l, blood filtration rate (bfr) 450, scheduled minutes: 3 hours, 15 minutes. Machine setup from (B)(6) 2016: included fresenius 2008 k2 hd machine, machine conductivity 13.2, meter conductivity 13.5, ph 7, and machine temperature 37, pressure hold test (pht) - passed, high flux verified, air detector armed, alarms verified.

Manufacturer narrative:
The reported complaint is not confirmed as a complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all naturalyte dry pack bicarbonate concentrate shipped to this account within the selected time frame. A records review was performed on the lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the dialysate used during the reported event. A retrospective review of the batch production record (bpr) did not identify any nonconformance and/or abnormalities during production that could have caused or contributed to the reported event. Therefore, no evidence of a manufacturing problem exists to substantiate a causal relationship between the concentrate product and the reported event. Naturalyte dry pack bicarbonate concentrate is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample.

Manufacturer narrative:
(B)(4). This report is being submitted as a part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The post market surveillance department has received patient medical records and treatment data sheets for review. Both a clinical investigation (ci) and a plant investigation are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
A facility biomedical technician (bmt) telephoned technical support to report an adverse event that occurred while a patient underwent their hemodialysis (hd) treatment. The patient reportedly "coded" while receiving therapy. This case concerns an (B)(6) male patient being treated with chronic, outpatient hemodialysis (hd) thrice weekly. The patient¿s relevant past medical history and concomitant medications were not provided for analysis. Progress notes revealed that the patient arrived for treatment with a 3.3 kilogram (kg) weight gain. The treatment was initiated without incident, however, approximately one (1) hour into the treatment, the patient was found unresponsive by clinic staff. A sternal rub was applied, but the patient failed to respond. The patient had no respirations and no detectable pulse. The blood within the extracorporeal circuit was returned to the patient. Oxygen (o2) was applied via nasal cannula at 5 liters (l) per minute and an automated external defibrillator (AED) was applied. At 12:00 pm, the AED indicated no shock, but recommended cardiopulmonary resuscitation (CPR) which was initiated. After approximately two (2) minutes of CPR, the patient was noted to have a detectable pulse and was responsive to staff. Oxygen saturation was 97% with o2 tank at 15l. After arriving, emergency medical services (ems) assumed patient care, and then transported the patient to the hospital for clinical assessment. No information related to the patient's hospitalization was able to be collected. The patient returned to the outpatient clinic for their routinely scheduled treatment dated (B)(6) 2016. The patient was evaluated by the attending nephrologist during that hd therapy and the provider rounding note stated that the patient was doing well. Additional information within the patient medical record noted that the patient was hospitalized for what was believed to be ¿syncope perhaps related to paroxysmal atrial fib (sic)." Following the event, the 2008k2 hemodialysis (hd) machine was removed from service for testing. No device malfunction was alleged, observed, or identified during the evaluation performed by the biomedical technician. The unit has been returned to service at the user facility with no issues being reported. Although offered, no request was made by the user facility for an on-site evaluation performed by a fresenius regional equipment specialist (res). Follow-up information provided by the facility clinical manager revealed that the hd machine was not considered to be a factor in the occurrence of the adverse event. No malfunctions of any other fresenius products in use during the patient's treatment were alleged, observed, or identified by the user facility. The dialyzer and bloodline are not available for evaluation by the manufacturer as both were discarded by the user facility. No samples of the acid/bicarb in use during the treatment are available for analysis.